Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the lead could not be placed in the atrium as the curved stylet provided with the lead would not properly advance with the lead body. The patient was asymptomatic throughout the case. Lead was removed and another lead was placed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.